Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range hv lead impedance was observed. The patient was asymptomatic. Lead dislodgement was suspected. Fluoroscopy x-ray was performed and the results were inconclusive. Further testing to determine a resolution was anticipated.